Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call scratches on the customer insulin pump screen. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump had scratches on the screen which make it hard to read the display. Customer also reported that the insulin pump up and down buttons were hard to press. No significant events leading to the issues were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with minor scratched lcd window.